Manufacturer narrative:
This supplemental submission is being done to add additional event information provided on 09/28/2022: the needle broke while inside of the patient and was removed so that the shoulder cx arthroscopic procedure could be continued. Once the device broke, the surgeon using a bird's beak to complete that step of the procedure with no additional issues.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken needle tip. However, without return of the device for physical evaluation, the cause remains undetermined. Probable cause can be attributed to striking bone or using excessive force to pass the needle through fibrous/calcific tissue. No change in harm was identified

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via sems that an ar-13995n needle broke with having put a lot of pressure on the threads and having collided with some biological part as hard as bone. This was discovered during use in a cx procedure. No additional information provided.